Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine (n/a mcg/ml at n/a mcg/day), dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day), and unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient reported seeing error code 8286 on their ptm. The pump was working fine but they were unable to bolus due to the error code. The patient confirmed they have not had their pump refilled recently. The patient was redirected to their healthcare provider to further address the issue.